Event description:
It was reported that 1 bd syringe 0.3ml 31g 8mm hub separated from the device. The following information was provided by the initial reporter : consumer reported that the needle shield is difficult to remove and the needle hub separated. Lot #: 0132200, catalog #: 328438. Date of event: unknown samples: available -sending mail kit.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 5/24/2021. H6: investigation: customer returned (8) loose 0.3ml bd insulin syringes. The consumer reported that the needle shield is difficult to remove, and that the needle hub separated inside of the shield. All 8 returned samples were examined, and it was observed that all 8 exhibited needle hub separation. No damage to the barrel tips was observed. 5 separated hub assemblies were also returned ¿ it was observed that 2 assemblies were returned without cannula shields attached. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for out of spec shield pulls. CAPA #1630423 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 8mm hub separated from the device. The following information was provided by the initial reporter : consumer reported that the needle shield is difficult to remove and the needle hub separated. Lot #: 0132200. Catalog #: 328438. Date of event: unknown. Samples: available -sending mail kit.